Event description:
The user facility reported that during a percutaneous coronary intervention procedure, the involved guidewire was used in a calcified lesion in lad (left anterior descending) #7. The guidewire was used in the direction of the side branch. After successfully stenting in the main branch, they tried to remove and recross the guidewire in the side branch, but it was impossible. When they tried to pull it out by rotating it, it fractured at the distal end. Despite subsequent efforts to remove the fractured guidewire, it was ultimately decided to stop the procedure without its removal. The fractured piece remains in the patient's body, unretrievable. The event occurred intra-operatively.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. Visual and magnifying inspections of the actual sample revealed several observations. The distal end of the actual sample was found to be fractured. The platinum coil and the niti core wire were both fractured. The platinum coil had expanded, causing gaps between the coils. The length of the niti core wire distal to its joint with the platinum coil and stainless-steel coil measured approximately 22 mm, while this section was specified to be 30 mm. Hence, it was estimated that approx. 8 mm of the niti core wire was missing. No anomalies were found in other parts during the inspection. The outer diameter of the stainless-steel coil section met the factory's specifications, and no anomalies were detected. The history survey of the product code involved and lot # found no anomalies in the production record and the shipping inspection record. No similar report was found in the past complaint file. Regarding the quality assurance system, ashitaka factory follows various procedures and inspections to maintain product quality. These include; I) 100% visual inspection after the coil and niti-core wire fixing process to check for any deformation such as an elongation of coil (opening in the coil pitch), (ii) 100% measurement of the outer diameter after product assembly, iii) tensile strength inspections, on 100% of the product during the manufacturing and on a sampling basis during the shipping inspections. Tensile strength tests conducted during product inspections showed no deviation in results over the past year. The tensile strength of the involved product code and lot was found to be equivalent to the average of those obtained in the past year. Simulation tests based on past experiences demonstrated that the guidewire could fracture under specific forces, resulting in a distinctive fracture pattern on the niti core wire as described below. (I) when pulling force was applied, the dimple pattern is observed on the fracture surface. Fracture occurs diagonally, and the fractured end is deformed in a taper shape. It is partially consistent with the sample's characteristics. (Ii) when 90 ° bending force was applied repeatedly, a dimple pattern is observed on the fracture area. The fractured ends are curved. (Iii) when tensile force was applied to loop-shaped wire. Twist pattern is observed on the fracture surface. The fractured ends are curved and tapered. (IV) when torque force was applied. The fracture surface is twisted. The fractured end is twisted. To our knowledge, when removal operations are performed under these forces, the platinum coil can unravel, and further application of removal force makes the fracture. Based on the investigation result, as a possibility in this case, the following mechanism of occurrence was inferred. However, the cause of the trapping of the niti-core wire and the fracture of the niti-core could not be clarified since the details of the procedure were unknown. If the tensile strength of the actual sample was low, it should have been detected during the 100% tensile strength inspection mentioned in investigation. The distal coiled part of the actual sample was trapped by some factors. The niti core wire inside the platinum coil section was fractured by tensile force applied to the area in question. Further application of pulling load to the actual sample caused the platinum coil to expand leading to the fracture. Relevant instructions for use (IFU) reference: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.